Event description:
It was reported that this pacemaker and right atrial (ra) lead triggered a lead safety switch (lss) due to high out of range ra pacing impedance measurements, measuring greater than 2000 ohms. It was noted after the lss occurred, noise was prevalent on the ra lead. Additionally, there were stored episodes with noise and oversenisng. Technical services (ts) noted that the oversensing was related to the minute ventilation (mv) feature. The feature had switched vectors through the signal artifact monitor (sam). It was also reported the ra threshold measurements were high. The lead was tested in unipolar, within range measurements were reported. The lead was also tested in bipolar and consistently reproduced noise and high out of range ra impedance measurements while performing isometrics. Subsequently, the device was reprogrammed. Additionally, during a follow up visit it was reported that no capture was observed on the ra lead when programmed in bipolar configuration. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition and also exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker and right atrial (ra) lead triggered a lead safety switch (lss) due to high out of range ra pacing impedance measurements, measuring greater than 2000 ohms. It was noted after the lss occurred, noise was prevalent on the ra lead. Additionally, there were stored episodes with noise and oversenisng. Technical services (ts) noted that the oversensing was related to the minute ventilation (mv) feature. The feature had switched vectors through the signal artifact monitor (sam). It was also reported the ra threshold measurements were high. The lead was tested in unipolar, within range measurements were reported. The lead was also tested in bipolar and consistently reproduced noise and high out of range ra impedance measurements while performing isometrics. Subsequently, the device was reprogrammed. Additionally, during a follow up visit it was reported that no capture was observed on the ra lead when programmed in bipolar configuration. No adverse patient effects were reported.